Event description:
It was reported that following a laparoscopic incisional hernia procedure in 2003, the patient was released the next day. The patient returned 2 days later with early bowel obstruction. Patient was discharged the following month. About one week later, the patient was admitted to another hospital and was reoperated on. The surgeon at the second hospital stated that the mesh from the prior surgery was all off. The patient is currently doing fine.